Manufacturer narrative:
The insulin pump passed the displacement test, rewind basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had intermittent button response due to moisture damage at the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via telephone call that the blood glucose had not been stable. The customer suspends the insulin pump at night to avoid low blood glucose in the morning. The customer had a low blood glucose of 35 mg/dl and treated with food. The next day the customer had a low blood glucose reading of 44 mg/dl, he decreased the basal rate, and then it came up to 399 mg/dl. The customer adjusted it back and then had another low blood glucose of 49 mg/dl. The drive support cap appeared normal. The customer reported that the numbers on the display had scrolled without input during a bolus about a week or two prior. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced.